Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2015 to report the patient's transmitter had no batter (within the warranty) on (B)(6) 2015. There was no report any injury or medical intervention. No additional event or patient information is available.